Event description:
It was reported that the pump was implanted in (B)(6) 2012. In (B)(6) 2012, the patient had to have the pump revised to have it implanted deeper. No patient symptoms were reported at this time. The patient reported he had ¿sudefil¿ (?sufentanil) in his pump at that time. Additional information was requested to clarify event details, reason for revision, medication and outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11160r15, implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: product type: accessory. (B)(4).